Event description:
Device issue: air bubbles in stent delivery catheter. Time of device issue: during the procedure. Adverse events: none. It was reported that during a right internal carotid artery stenting procedure, when the stent was at the lesion, while pulling negative pressure, air bubbles were seen in the stent delivery system. The stent was delivered without checking for placement, but placement was later confirmed to be within the lesion. There was no adverse pt sequelae. Although requested, there was no additional info provided. Per account manager who was present during the case-the devices were prepped correctly. The filter was placed successfully. Negative pressure was pulled. Air bubbles were seen in the proximal catheter, outside of body. The tuohy-borst valve was readjusted and the air bubbles were removed. Contrast was injected. The stent was brought up to the lesion. Contrast was injected, and the stent was placed with perfect placement.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not been received.